Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the u20 ebprom chip and generator software for the no x-ray issue. Additionally, the lateral table movement motor was replaced. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2600 uroview fluoroscopy system had no lateral table movement and would not x-ray.